Event description:
No communication could be established with the device. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Loss of communication was confirmed that was due to a low battery voltage. The battery longevity performance was below expected limits. No source of high current was found throughout testing. The battery was sent to its vendor. No anomalies were found that could have caused early depletion. The cause of premature battery depletion could not be determined.